Event description:
It was reported that guide wire tip detachment occurred. A 185cm kinetix¿ plus guide wire was selected. When the device was taken out from the packet, it was noted that the tip of the guide wire was broken. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a kinetix guidewire. The guidewire was completely separated 181cm from the proximal end. Magnified inspection of the fracture surface appeared to be consistent with separation due to ductile bending overload. The core wire was also fractured and was protruding through the high torque sleeve. The distal tip was not returned for analysis. There was no damage or irregularities to the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 185cm kinetix¿ plus guide wire was selected. When the device was taken out from the packet, it was noted that the tip of the guide wire was broken. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Patient identifier: (B)(6). (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).